Manufacturer narrative:
H4 manufacturing date - added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that, the wire broke in patients vessel and they were unable to retrieve. During a right sided middle meningeal artery (mma) embolization the wire became lodged or struck in the vessel. Attempts were made to free the wire with mechanically and pharmaceutically (verapamil). Ultimately the wire stretched and broke. The majority of the wire is in the patient¿s right mma with a small whisp of the wire extending all the way down to the right common carotid. Additional information states that there were no anomalies noted to the device during initial inspection and preparation, the device prepared as per the dfu, continuous flush maintained for the duration of the procedure and the patient¿s anatomy averagely tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to as reported "guidewire broken/fractured during use", "guidewire deformed", "un-retrieved device fragments" and "guidewire difficult to advance".

Event description:
It was reported that during the right sided middle meningeal artery embolization procedure, the subject guidewire was stuck in the patient vessel. Physician tried to free the subject guidewire mechanically and using verapamil medication, however the subject guidewire stretched and broke. The majority of the subject guidewire was left inside the patient's right middle meningeal artery with a small wisp of the it extending all the way down to the right common carotid. Head CT was performed. The was a surgical delay noted. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the right sided middle meningeal artery embolization procedure, the subject guidewire was stuck in the patient vessel. Physician tried to free the subject guidewire mechanically and using verapamil medication, however the subject guidewire stretched and broke. The majority of the subject guidewire was left inside the patient's right middle meningeal artery with a small wisp of the it extending all the way down to the right common carotid. Head CT was performed. The was a surgical delay noted. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.